Event description:
It was reported that the reservoir leaked past the o-rings. Troubleshooting was not performed at the time of call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.